Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported needle to cuff miss/suture retrieval issue appears to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other four proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with five proglide devices, using the preclose technique via a 6f sheath, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss was noticed with all five devices. A cut down was performed and the aaa procedure was completed. Hemostasis was achieved with surgical closure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.